Manufacturer narrative:
The agent reported patient was found to have an infection in the joint. Doctor decided to do an I&d along with a poly swap. Complaint has been evaluated and is similar to report number 1644408-2023-00284; 342-10-709, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to patient was found to have an infection in the joint. Doctor decided to do an I&d along with a poly swap.